Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-12-02 (B)(4) (rep, hcp): information was received from a healthcare provider (hcp) and device manufacturer representative (rep) regarding a patient who was receiving morphine at a concentration of "10" and an unknown dose via an implantable pump for spinal pain. It was reported that the patient had a loss of therapy and it was suspected the catheter was not flowing. The catheter site was opened and a kink was discovered at the anchor site. It was noted that the distal end of the catheter coming out of the anchor was at a sharp angle causing a lack of csf backflow. The catheter was then cut and repositioned and a new collet connector was applied to both ends of the catheter. It was noted that there was adequate flow. The patient was noted to be "alive-no injury" and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.